Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease fold, wear abrasion, opening, brown particles. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. And opening striated. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.